Manufacturer narrative:
Based on the claim against the product by the customer noting the large hem-o-lok clip applier instrument would not clip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the instrument associated with this complaint and completed investigations. The instrument was analyzed and found to have a broken grip cable at the proximal end. Fa also found a loose grip cable at the distal end that is related to the customer reported complaint. The complaint regarding the instrument would not clip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of loose cables is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted cholecystectomy surgical procedure the large hem-o-lok clip applier instrument started clipping then broke and would not clip. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument started clipping then broke and would not clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.